Manufacturer narrative:
Additional patient identifier reported as (B)(6). This report is for two (2) unknown 4.00mm ti locking proximal screws and one (1) unknown distal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted in 2004; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with one (1) humeral nail, two (2) proximal screws and one (1) distal screw in 2004. On (B)(6) 2018, the patient underwent a removal of due to proximal pain that was caused by the protrusion of the nail and nonunion of humerus. Patient was revised to an unknown 8 hole large frag plate. There was a surgical delay of 45 minutes due to the unsuccessful attempts of removing the nail with the wrong extraction device. The correct extraction device was obtained, and the procedure was completed successfully. The patient was initially implanted in 2004. Patient status is unknown. This report addresses the post-operative event of pain, non-union. The intra operative event of "uncessfult" attempts of nail removal has been reported in (B)(4). This report is for two (2) unknown 4.00mm ti locking proximal screws and one (1) unknown distal locking screw. This is report 2 of 2 for complaint (B)(4).